Manufacturer narrative:
UDI: (B)(4). Per the instructions for use (IFU), valve malposition requiring intervention, valve embolization and hypotension is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure.  There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition and/or ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is not uncommon and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 valve. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, the cause of the valve too ventricular with subsequent pvl leak cannot be confirmed, however, it is possible that procedural factors (poor image intensifier angle, poor coaxial alignment of the valve/delivery system) contributed to the event. In addition, it is possible that procedural factors (valve malposition and CPR) contributed to the valve embolization into the lv. Per medical opinion, the patient may have had a vasovagal response, and that in conjunction with an ef of 11% may have lead to his asystole.  The valve was not returned for evaluation, however there was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through an edwards affiliate, this was a transfemoral tavr procedure for aortic stenosis in a patient with a sievers type 0 bicuspid aortic valve and a very low ejection fraction (ef) of 11%.  Post deployment, the 29mm sapien 3 valve was implanted too low in the annulus with moderate paravalvular leak (pvl). The left ventricle end diastolic pressure ( lvedp) was 38. After observation of the echo, it was decided that a second valve was needed as the pvl may be the result of a leak through the open cells of the valve. The second 29mm sapien 3 valve was deployed slightly higher and the leak improved to mild-moderate on the echo and the lvedp dropped to 24. As they were pulling the esheath out, the patient became hypotensive and then asystolic shortly thereafter. The team made sure there was no bleeding in the iliofemoral vessels and then CPR was started. A fluoro was done and both valves appeared to be in good shape. A second fluoro was done after a few minutes of CPR and the valves could be seen floating in the left ventricle. The patient had pulseless electrical activity and despite resuscitation measures, the patient passed away. Per medical opinion, the patient may have had a vasovagal response, and that in conjunction with an ef of 11% may have lead to his asystole.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-15099.